Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an in diameter abdominal aortic aneurysm approximately 39 months ago. The vessel and aneurysm morphology at the time of implant was reported as the aortic neck was 28 mm in diameter at the renal arteries, 31 mm in diameter 18 mm below the renal arteries, there is no thrombosis or calcification. Currently the vessel morphology was reported as the aortic neck is 30 mm in diameter at the lowest renal artery, 18 mm below the renal artery at the top of the stent graft the aortic neck is 33 mm in diameter. There is disease progression with aortic neck dilatation. It was reported that a recent routine follow-up CT demonstrated that the stent graft has migrated distally 20 mm with a type I endoleak present, into the aneurysm sac. The physician elected to surgically convert the patient to an open surgical repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (migration, endoleak, conversion to open repair); patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).